Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2016-03736 / 03737 & 04731 / 04732).

Event description:
It was reported that during a right hip procedure, the femoral head was difficult to remove from the stem. During removal, a femoral fracture was noted. Osteotomes were used to remove the femoral head.

Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional information. Concomitant medical products - m2a magnum cup catalog#: us157848 lot#: 150960, m2a magnum head catalog#: 157442 lot#: 617070, m2a magnum taper adapter catalog#: 139254 lot#: 060720. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.